Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka) and blood glucose (bg) values that reached 260 mg/dl. The patient had abdominal pain, had a fever and was nauseous. For treatment, the patient was given intravenous (IV) insulin. The patient was discharged after 1 day. The pod was worn between 4 and 24 hours on the leg. The skin was red around the infusion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. No damages or deficiencies were observed that would affect insulin delivery. The pod was found to have delivered insulin as intended. Inspection of the formed needle tip found it to be squared-off. The inadequate needle tip is confirmed as the root cause of the reported skin irritation.